Event description:
OEM product returned from ela medical. This lead is associated with a complaint. Ela OEM product report states: "the lead was received on september 15, 2006 from hospital. The report that was received with the device states that the device was implanted in 2006 and later that day the patient passed away. The report also states that the patient had a cardiac deficiency. Preliminary testing in the field indicated the system was actively delivering shocks. An analysis is requested for verification of proper operation. This lead was attached to an ela ovatio, 6550 ICD. The ICD was returned." Please note this is a foreign complaint and we do not have access to the pt dob.